Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2016 with the following findings: the black box data from the date of the complaint had been overwritten due to continued use of the device. The current black box showed no evidence of an intermittent power event. The pump powered on with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The returned battery cap was unable to fully tighten, but did measure within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the display was dim and discolored and the lens was cracked. Also unrelated, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.